Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp was calling as they wanted to have the pump interrogated. Per the hcp, the patient fell 2 weeks ago and landed near the pump and had been very somnolent and drowsy since. The symptoms came on suddenly. A week after, the patient started feeling a little drowsier and then one morning the patient¿s husband was not able to wake her up, so she was admitted to the hospital. They had administered narcan and it perked her up a little bit, but then she went right back to sleep. No further complications have been reported as a result of this event.